Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient reported that his implantable neurostimulator (ins) was 'working well until he had to charge the device.' After charging the device, the patient reported that they had to 'increase the level of stimulation.' It was reported that x-ray results were 'normal.' It was additionally reported that the patient had adaptive stimulation 'activated on (B)(6) 2013.' The patient reported that the ins 'was fine' for one week after the change, until the ins 'switched itself to mobile.' The patient also reported that the 'implant shut itself off' and that he would 'stop feeling stimulation.' It was also noted that at 'some point' the ins would 'come back on at a higher setting.' The patient reported no known accident or incident related to this complaint. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.